Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the tie wrap is defective. Per corrected repair statement received in on base, the customer alleged issue is alarming and/or red light.